Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call the customer was experiencing high blood glucose levels of 426mg/dl. The customer's father states the daughter was sleeping when no delivery alarm occurred and states it is the 2nd time it happened within a month. The customer was assisted with trouble shooting no delivery alarms, customer's father mention changing the entire infusion set and reservoir for daughter and is doing okay now. The customer's father states that it seems to happen each time the infusion set is changed and feels the connection feels tighter than before. The customer was advised to monitor high blood glucose levels.